Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the highly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a bilateral iliac interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first and second proglide devices. The third proglide device came completely out of the access site when it was pulled back during step 1, causing a perforation. The sheath was upsized to a 12f sheath to control the bleeding and the bilateral iliac procedure was completed. A surgical cutdown was performed to treat the perforation. Hemostasis was achieved with a surgical patch. There was a reported clinically significant delay in the procedure. No additional information was provided.